Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a ureteric stenting procedure, the radiopaque marker came off a pusher while the stent was being placed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures not experience any adverse effects due to this occurrence. Additional information has been requested. However, it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, instructions for use (IFU), documentation, drawing and trends was conducted during the investigation. The device was not returned to assist in the investigation. There is no evidence to suggest items were not manufactured in accordance to the current specification at the time. The evaluation results are inconclusive; based on the information provided and the results of our investigation, a definitive root cause could not be determined. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ the appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
During a ureteric stenting procedure, the radiopaque marker came off a pusher while the stent was being placed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not requires any additional procedures nor experience any adverse effects due to this occurrence. Additional information has been requested. However, it was not provided at the time of this report.